Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles/gaps throughout the tubing on multiple occasions. The customer's blood glucose level was 175 mg/dl. The cartridge was changed to address the event.